Manufacturer narrative:
(B)(4). H6: investigation findings - 4112 analysis of information provided by user/third party. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient developed a rash, redness, inflammation, pimples, and dry skin extending beyond the patch perimeter. The patient had itching and burning sensations in the area. Prior to sensor insertion an unspecified barrier product was applied. On (B)(6) 2023, they consulted a healthcare provider (hcp) who prescribed an unspecified steroid 0.1 percent cream and over the counter cerave diabetic lotion for the reaction. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional h2: additional information.

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2024. On (B)(6) 2023, the patient developed a rash, redness, inflammation, pimples, and dry skin, and a scar extending beyond the patch perimeter. The patient had itching and burning sensations in the area. Prior to sensor insertion an unspecified barrier product was applied. On (B)(6) 2023, they consulted a pediatrician who prescribed an unspecified steroid 0.1 percent cream (applied three times per day for four days) and over the counter cerave diabetic lotion for the reaction. At the time of the follow up report the wound had already healed, and the patient discontinued using the g7 and switched back to the g6 sensor. No additional patient or event information is available.